Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a backup alarm failed error message. The device was not in clinical use when the issue occurred. No patient or user harm reported. A follow up was performed with the key market (km), and the responder reported that the customer declined to have the device serviced. It was noted that the customer said the alarm would not affect normal use and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1-(B)(6).